Event description:
A customer contacted beckman coulter inc., (bec) and reported a clear liquid leak underneath the coulter lh 500 hematology analyzer, but could not pinpoint the source. The customer was wearing personal protective equipment (ppe), consisting of a lab coat and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was not reviewed. There was no impact to sample results as a result of this event. There was no death, injury or change to patient treatment attributed or associated with this event.

Manufacturer narrative:
A field service engineer (fse) instructed the customer to replace tubing through pinch valve (pv) 43 and adjust the scatter channel. The tubing associated with pv 43 carries cbc waste drain. The instrument operation was verified. Hardware is the root cause for this event. (B)(4).